Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on july 27, 2023, with lot number 3464472. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ deformation observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted and replaced.